Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger, difficulty retracting the foot, difficulty removing the device and ¿device didn¿t look right¿ were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty removing the plunger could not be determined. Factors that contribute to difficulty retracting the plunger, include, but not limited to, manufacturing, suture snag. The reported inability to remove the plunger subsequently contributed to the reported difficulty retracting the foot and difficulty removing the device from the anatomy. Additionally, the condition of the device likely contributed to the reported ¿device didn¿t look right¿. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. H6: removed conclusion code 61.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger, difficulty retracting the foot, difficulty removing the device and ¿device didn¿t look right¿ were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty retracting the plunger appears to be related to an attempt to close the foot (step 4) performed prior to removing the plunger (step 3) such that the lever interacted with the follower as the needles would still be in the deployed position thus subsequently contributing to the reported difficulty retracting the plunger, difficulty retracting the foot and difficulty removing the device from the anatomy. Additionally, the condition of the device likely contributed to the reported ¿device didn¿t look right¿. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.h6: correction- removed device code 2616.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta - iliac angioplasty) procedure. Reportedly, after deployment, the needle plunger of the proglide could not be removed from the device. An attempt was made to close the foot; however, there was difficulty getting it to close. The foot was able to be closed; however, the needle plunger could still not be pulled out. The device was removed and there was no major trauma to the artery noted. There was resistance when removing the proglide from the patient anatomy. Reportedly, the device "didn't look right" when it was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device in an iliac case. Reportedly, the proglide failed during deployment. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.